Manufacturer narrative:
All pertinent information available to sight sciences, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr 803. (B)(4). Submitted to FDA on: 03/28/2017.

Event description:
The surgeon reports severing the microcatheter while performing viscodilation of the right eye. The microcatheter separated from the device when retracting it from schlemm's canal. The entire device was removed successfully from the eye using the original incision. The site reported the patient was unharmed. Additional information has been requested.